Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced vomiting, which resolved. It was later reported that a tubing change was planned because the patient reported morning reflux and after several unsuccessful trials with drugs to reduce it, the patient resorted to a replacement. On an unreported date, during the exchange, a bezoar was discovered and this was probably the cause of the reflux, since the reflux resolved after the tube change.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. (B)(4) if any further relevant information is identified or obtained, a supplemental medwatch will be filed.